Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
According to the parents, the recipient no longer had any hearing sensation with the device since (B)(6) 2018. No trauma or accident was reported and no swelling or redness at implant site was noted. According to internal registration information, a complete insertion was reported at implantation. As per information received, the recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to the parents, the recipient has no hearing sensation with the device since (B)(6) 2018. No trauma or accident was reported and no swelling or redness at implant site was noted.